Event description:
It was reported that a patient who had a right tka, stated they started having pain in their knee 3 months prior and were seen by their doctor¿s pa. The patient was informed about the recall but was told there was no recourse at this time. The patient stated they have a future appointment with their doctor and expects that the device would need replaced. The patient is currently taking tylenol and advil and was concerned with long term use. No further information.

Manufacturer narrative:
D10: 02-020-13-0335 - truliant cr cem fem cr cem right sz 3.5: 6545519. 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t: 6449541. 02-022-51-3513 - truliant tib imp crc insert sz 3.5, 13mm: s030696. 200-07-35 - advanced patella 35mm 3 peg implant: 6770999. 203-96-67 - fan sawblade ez2213f.m63 90x22 1.27mm strkr 5/6/7: 7248. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.